Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient has experienced a change in sound quality with the device in the last 2 months. Sound quality is improved with specific body movements. There is no report of an accident or trauma. Approximately two months ago, the recipient left his processor on and wore it under his helmet while snowboarding. He claims that the sound quality of the device has never been the same since then. Reimplantation is scheduled.

Event description:
The recipient has experienced a change in sound quality with the device in mid-(B)(6) 2018. Sound quality is improved with specific body movements. There is no report of an accident or trauma. There have been no changes in health or medication. Approximately two months before changes in sound quality were observed, the recipient left his processor on and wore it under his helmet while snowmobiling. He claims that the sound quality of the device has never been the same since then. The recipient was re-implanted on (B)(6) 2018. Per device explantation report, the excess electrode lead was not found coiled in the mastoid cavity as it had reportedly migrated out of the channel and looped over the mastoid tip.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Additionally, it was reported that the active electrode lead was seen to be displaced during removal surgery, which goes in line with the observed damage. The problems given in the recipient report appear to match the damage found. This is a final report.